Event description:
It was reported that, during the implant procedure of this right atrial (ra) lead and during the insertion of the stylet, it appeared that this ra lead was twisted, therefore the physician was unable to advance the stylet into the lead. The physician used another lead, and it is expected to be returned for analysis. No adverse patient effects were reported.